Manufacturer narrative:
Device information initially provide to the manufacturer was incorrect. The applicable device information has been provided to the manufacturer and has been added to this report.

Event description:
It was reported the patient's ((B)(6)) lead was auto reducing and diagnostics indicated high impedance readings. Reprogramming was attempted, but was unable to provide the patient with effective therapy. X-rays indicated the lead was fractured. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.